Manufacturer narrative:
Result: missing power cord ground prong.

Event description:
It was reported by service report that the ground prong on the power cord was broken off. No pt involvement or adverse consequences were reported.